Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the very tortuous and very calcified right coronary artery. Using a 5fr convey guide catheter, the physician advanced the 3.00x12mm promus element plus stent delivery system and was not able to cross the lesion. Upon removal, the stent became caught on the edge of the guide catheter causing the proximal edge to lift. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the very tortuous and very calcified right coronary artery. Using a 5fr convey guide catheter, the physician advanced the 3.00x12mm promus element plus stent delivery system and was not able to cross the lesion. Upon removal, the stent became caught on the edge of the guide catheter causing the proximal edge to lift. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 196mm distal to the catheter's strain relief. Several kinks were identified along the hypotube. Another kink was noted 102mm proximal to the exit port. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).